Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the ring is broken in the reservoir compartment of the insulin pump. The insulin pump was not bumped or dropped. It is unknown how the damage occured. The insulin pump will return.

Manufacturer narrative:
Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, broken off reservoir tube lip, cracked battery tube threads.